Manufacturer narrative:
The following other devices were added to this report after submission of the initial report: triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# afy6j. X3 triathlon cs insert #6 11mm; cat# 5531-g-611; lot# lek589. Triathlon asym patella a32x10; cat# 5551-l-320; lot# lem114. Reported event: an event regarding an allergy to formaldehyde involving a triathlon femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned, it remains implanted. Medical records received and evaluation: not performed as medical records were not provided. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no other similar reported events for the lot. Conclusions: the patient has a known allergy to formaldehyde. The surgeon inquired about the presence of formaldehyde prior to performing the tka. The patient reportedly experienced a rash following the total knee surgery. The physical location or extent of the rash was not reported. It is not known if the patient has other known or potential allergies. A review was completed by the (B)(4) department regarding the testing analysis completed on simplex bone cement which was conducted over a period of time. Based on the test data, no formaldehyde has been detected above the level of 0.5ppm which is the limit of detection for the test method and equipment utilized. A review was completed by the relevant qe/me representative from each of the following processes, foundry, triathlon, plastics and packaging manufacturing cells in relation to the use of formaldehyde in the manufacturing process. The review found no supporting evidence to confirm that formaldehyde was used during the manufacture, cleaning & packing of the components in question. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient presented with a rash following a total knee surgery. It was reported that the patient is allergic to formaldehyde and the surgeon was inquiring about the potential use/presence of a formaldehyde in triathlon implants as well as simplex cement. Update: it was confirmed that the surgeon had investigated formaldehyde in triathlon implants prior to surgery. Stryker orthopaedics quarterbacked the investigation and concluded no formaldehyde at any point in the manufacture of triathlon implants.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patient presented with a rash following a total knee surgery. It was reported that the patient is allergic to formaldehyde and the surgeon was inquiring about the potential use/presence of a formaldehyde in triathlon implants as well as simplex cement. Update: it was confirmed that the surgeon had investigated formaldehyde in triathlon implants prior to surgery. Stryker orthopeadics quarterbacked the investigation and concluded no formaldehyde at any point in the manufacture of triathlon implants.